Event description:
Device report from (B)(6) reports the following: screw removal from the lower jaw took about one hour. On the right side, four of the six screws were successfully extracted, however the remaining two needed an ultra-sonic device to shave the bone around the screws since the screw heads got worn out. In the end, the two screws were extracted by using the elevator inserted between the plate and the bone. As for the left side, all the screws came off. There was a 40-minute surgical delay reported. The doctor commented that considering the mechanical force which is needed to extract the screw from the cortical bone, the retention of the current screw driver is not adequate. The problem was resolved by use of spare products. This is report six of seven for complaint (B)(4).

Manufacturer narrative:
Device history records was conducted. The report indicates that no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacturing date for lot 8101489 is jul 23, 2010. Device history record reviews were performed for both possible subject lots (8101489 and 8134069). The results are as follows: lot: 8101489. Manufacturing location: (B)(4). Manufacturing date: 23th july 2010. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot: 8134069. Manufacturing location: (B)(4). Manufacturing date: 21st october 2013. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: dzj. Device is an instrument and is not implanted/explanted. The report states that two instruments with this catalog number may have a possibility that they were used for the removal operation. Lot numbers are 8101489 and 8134069. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.